Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump. The customer stated the charging issue only occurs when the rubber door is on the pump. The customer's blood glucose (bg) level was 376 (mg/dl). Bolus via the pump were delivered to address bg level. The customer confirmed that alternate insulin therapy was available.